Event description:
Device 2 of 2. Reference MFR. Report number: 1627487-2012-06266.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Results: as received, the ipg was in normal usage condition. The top septum showed fluid intrusion and electrocautery marks were found on the can. The ipg was tested to manufacturing specifications and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.